Manufacturer narrative:
As reported, the mynx control 6f-7f vascular closure device (vcd) balloon dislodged overlapping the non-cordis iliac stents and the device did not deploy and arterial access was maintained. There was no reported patient injury. When removing the unknown 7f long sheath and attempting to deploy the mynx device. These non-cordis stents also started to move or dislodge when the balloon of the mynx device was inflated and tried to deploy. The mynx device did not deploy and was aborted. The mynx vcd used in the stenting of a pseudoaneurysm of the left iliac artery interventional procedure with a retrograde approach. The deployer¿s mynx training status was in training with the mynx control vcd. The mynx vcd was prepped according to IFU instructions. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The lesion had a moderate vessel tortuosity. The stick location was the femoral artery, no bleeding events and no sealant misdeployment was noted. There was presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Multiple non-cordis iliac stents were implanted prior to using the mynx control device for closure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There was no excessive force and tension applied to the device. The patient had an anticoagulant therapy of 7000 units IV heparin, given during the procedure. An unknown 7f long sheath introducer was also used in the procedure. The patient had a history of peripheral vascular disease (pvd) and a possible history of previous surgical procedures given the need for pseudoaneurysm repair. An activated clotting time (act) test was performed post-procedure and it was within the normal limits for the mynx vcd deployment. Hemostasis was achieved by 20-30 minutes manual compression. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome or status after the mynx event was recovered. Additional procedural details were requested but are unknown. The device was not returned for analysis. A product history record (phr) review of lot f1916501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ could not be confirmed as the devices was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as damage to the balloon caused by the calcium reported, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
A mynx control vcd 6f-7f vascular closure device (vcd) balloon dislodged overlapping the non-cordis iliac stents and the device did not deploy and arterial access was maintained. When removing the unknown 7f long sheath and attempting to deploy the mynx device. These non-cordis stents also started to move or dislodge when the balloon of the mynx device was inflated and tried to deploy. The mynx device did not deploy and was aborted. Hemostasis was achieved by 20-30 minutes manual compression. The patient's hospitalization was not extended as a result of the event. The patient¿s outcome or status after the mynx event was recovered. There was no reported patient injury. The mynx vcd used in the stenting of a pseudoaneurysm of the left iliac artery interventional procedure with a retrograde approach. The deployer¿s mynx training status was in training with the mynx control vcd. The mynx vcd was prepped according to IFU instructions. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The lesion had a moderate vessel tortuosity. The stick location was the femoral artery, no bleeding events and no sealant misdeployment was noted. There was a presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Multiple non-cordis iliac stents were implanted prior to using the mynx control device for closure. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. There was no excessive force and tension applied to the device. The patient had an anticoagulant therapy of 7000 units IV heparin, given during the procedure. An unknown 7f long sheath introducer was also used in the procedure. The patient had a history of peripheral vascular disease (pvd) and a possible history of previous surgical procedures given the need for pseudoaneurysm repair. An activated clotting time (act) test was performed post-procedure and it was within the normal limits for the mynx vcd deployment. The device will not be returned for analysis since it was discarded. Additional procedural details were requested but are unknown.